Manufacturer narrative:
(B)(4). The four single inner set screws were returned to the complaints handling unit (chu) on september 1st, 2016. The returned set screws featured a variety of different topographies on their bottom faces. Only the one from lot avfbzb featured normal, healthy witness marks associated with the set screw being properly tightened onto the rod. The remaining set screws featured either no such witness marks or a single, harsh, irregular witness mark. The set screw from lot avddh3 which featured the irregular witness mark may have been tightened onto the rod at an odd angle. The remaining two with no witness marks from lots avffc7 and avff70 may not have been tightened onto the rod at all. In addition the irregular witness marks or lack of any witness marks at all, the set screws from lot avddh3 and avffc7 feature some stripping to the set screws. These appear to be indicative of a significant amount of effort being put into tightening these set screws, but may also be indicative of the of the final tightener not being able to properly exert torque on these set screws. Regardless, it appears that three of the four set screws returned could have easily loosened and backed out due to being not fully or improperly tightened onto the rod during final tightening. DHR review identified no issues during the manufacturing and release of these devices that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the set screws loosening could not be determined by the samples or information. A potential root cause may be the set screws not being fully tightened down onto the rod or tightened at an irregular angle resulting in irregular witness marks on the bottom of the set screw. Both of these situations could potentially allow the set screws to loosen. As there has been no issue identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L5 set screws (1797-02-000) were loose and one was completely off of the screw (1797-12-640). The patient came back with the loose hardware after 3 weeks post op.